Manufacturer narrative:
(B)(4). The product has been requested for investigation and a follow-up report will be submitted once results are complete.

Event description:
Customer reported receiving imprecise readings on their precision xtra blood glucose monitor. Customer reported receiving readings of 365 mg/dl and 60 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.